Event description:
On an unknown date, a trifecta valve (size unknown) was implanted. On (B)(6) 2019, the valve was explanted due to heart failure caused by high gradient. Upon explant, the valve was noted to be heavily calcified and stenosed in a semi-open position. A replacement perimount valve (model unknown) was implanted. Additional information has been requested, but unavailable.

Manufacturer narrative:
An event of explant due to heart failure caused by high gradient, calcification, and stenosis was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
An event of explant due to heart failure caused by high gradient, calcification, and stenosis was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In april 2014, a 19mm trifecta valve was implanted. In march 2019, the patient presented with dyspnea and then cardiac failure a week later with a high gradient of 29mmhg. An echocardiogram revealed an obstructed leaflet and severe aortic regurgitation. On (B)(6) 2019, the valve was explanted. Upon explant, the device was noted to be calcified and immobile. The device was replaced with a 19mm inspiris resilia. The patient has been discharged.

Event description:
On an unknown date, a trifecta valve (size unknown) was implanted. On (B)(6) 2019, the valve was explanted due to heart failure caused by high gradient. Upon explant, the valve was noted to be heavily calcified and stenosed in a semi-open position. A replacement valve (model unknown) was implanted. Additional information has been requested.¿